Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported that customer was admitted to the hospital on (B)(6) 2014 for a non diabetes related infection. Customer was given medicine and this made her blood glucose rise to 454 mg/dl. She could not get it to lower. She changed her infusion set and the cannula was not occluded. Customer was advised to monitor her blood glucose and call back when needed.